Manufacturer narrative:
Date of event - aware date used as the event date is unknown.

Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman flx laa closure device & delivery system (wds) were selected for use. During the procedure the patient developed a pericardial effusion and became hemodynamically unstable. A pericardiocentesis was performed but the patient required emergency surgery to treat and fix the pericardial effusion. During the open heart surgery the appendage was clipped and the effusion resolved. The patient did fine following these events.